Event description:
Pdc received a call on (B)(4) 2013 reporting a medical intervention that occurred on (B)(6) 2013 at 11:30. Pt ((B)(6)) stated that the prodigy meter was reading higher than normal. Pt felt nervous and also has a panic disorder. The reading on the prodigy meter was 166 mg/dl at the time of the event. Add'l tests were performed with readings of 166 mg/dl and 145 mg/dl. Paramedics arrived at residence in 5 minutes. Paramedics performed glucose test with results of 140 mg/dl, 138 mg/dl and 132 mg/dl. Ten minutes had elapsed between testing with prodigy meter and paramedics meter. Pt was only drinking water while waiting to be transported to emergency room. Pt's glucose reading upon arrival to emergency room was 140 mg/dl. No info available as to treatment at emergency room or blood glucose readings at discharge. Pt's normal blood glucose readings are 110mg/dl-130mg/dl. Pdc sent replacement and prepaid envelope requesting return of suspect device.